Event description:
It was reported during an angio-seal device deployment, the physician encountered resistance when the device was inserted into the hemostatic valve, resulting in a non-deployment. The pt developed a retroperitoneal bleed requiring surgery. The pt was reportedly stable. Review of the angio-seal device certification database revealed no documentation for this user.